Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a cartridge change, it was difficult to load the cartridge. The o-ring from the old cartridge had remained on the pneumatic tap. The o-ring was removed and the new cartridge was successfully loaded the customer's blood glucose level was not impacted.